Manufacturer narrative:
28-nov-2018 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer sent e-mail reporting the movable section of the brush head had come very loose, and a metal pin dropped out while brushing his/her teeth. No injury was reported.

Manufacturer narrative:
Product return was not received. A valid production code has not been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail reporting the movable section of the brush head had come very loose, and a metal pin dropped out while brushing his/her teeth. No injury was reported.